Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that biomed would like to send the arctic sun device in for service. It currently had a failed mixing pump and would need the 2000-hour preventive maintenance service. Per follow-up information received on 11apr2022, there was no patient involvement during the reported event. The device was coming in for 2000-hour service and repair. Per sample evaluation, the arctic sun device was primed to fill and did not cool quickly.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. The device was not returned.

Event description:
It was reported that biomed would like to send the arctic sun device in for service. It currently had a failed mixing pump and would need the 2000-hour preventive maintenance service. Per follow-up information received on 11apr2022, there was no patient involvement during the reported event. The device was coming in for 2000-hour service and repair. Per sample evaluation, the arctic sun device was primed to fill and did not cool quickly .